Event description:
In 2009, the lay pt contacted lifescan (lfs) alleging that her one touch basic enhanced meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation because the medical surveillance specialist (mss) was unable to contact the pt by phone. The pt provided info that she takes metformin and insulin; the specific regimen was not provided. The pt claimed that she became shaky a few hours after the meter power issue started. She said she treated herself with more food and/or drink. The cca noted that the condition of the battery contacts was good, the batteries were correctly installed, and the pt said she replaced the batteries per the owner's manual. The pt's products were replaced. This complaint is reported because the pt claims that the lfs meter does not turn on. The pt said she became shaky after the product power issue started. Her symptom can be associated with hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.